Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds, increased pacing and shocking impedances since recent implant of new device. A revision procedure was scheduled with the intent of surgically abandoning the pace sense portion of the lead, however, when the patient was opened up for the revision, it was noted that the setscrew on the device had not been fully tightened. There was also what looked to be a previous repair of the lead. As a result, they lead was surgically abandoned and a new lead was successfully places into the recently implanted device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore, the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.